Event description:
It was reported that the patient underwent an acdf c4-7 procedure on (B)(6) 2012. Subsequent radiographs showed six (6) of the eight (8) screw pulling out of the vertebral bodies. Revision was performed on (B)(6) 2012, during which the plate and screws were removed and replaced.

Manufacturer narrative:
Evaluation is in process. Upon completion a follow-up report will be submitted. Five (3) screws from this lot are being included in this report. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2012-00014 and 00015).